Manufacturer narrative:
Device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned for analysis. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately 7 years and 8 months. Through follow-up with the health-care provider, it was learned that the device was explanted due to significant mitral regurgitation. According to the patient's discharge summary, the patient is a (B)(6) year-old gentleman admitted on (B)(6) 2010. Same day, the patient was taken to or where he had redo chest resection of anterior leaflet of mitral valve replacement, thick mitral valve, lysis of adhesions, pericardial patch of the mediastinal pleura. Pathology consultation report showed diagnosis, specimen labeled as mitral valve tissue showed fragments of fibro connective tissue with focal myxomatous changes and microcalcification consistent with a clinical impression of heart valve tissue. The patients final diagnoses included: mitral valve disorder; cardiomyopathy; adhesive pericarditis; congestive heart failure; gout; gastroesophageal reflux disease; hyperlipidemia; chronic kidney disease; history of prostate malignancy; history of radiation therapy; history of peptic ulcer disease. Per the patient's operative report, echo had showed that he had severe mitral regurgitation. The MRI of his heart confirmed ef around 23% showing severe mitral regurgitation. Therefore, despite the risks it was felt in his young age that the patient should have mitral valve replacement.